Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in pacing inhibition. No symptoms were reported, and no inappropriate episodes had been generated. The noise could be reproduced through isometric exercise, and all lead measurements remain stable, indicating high voltage lead reversal in the header as discussed by a guidant technical services consultant. Further evaluation will be performed.